Event description:
It has been reported to philips that the system will not turn on. The user performed a restart of the system, but the issue persisted. The system was not in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the cmos battery in the flexvision pc was replaced, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the system will not turn on. During troubleshooting, fse found that cmos battery in the flex vision pc found faulty. Fse replaced cmos battery, reset the bios in the flex vision pc to correct value for boot up on power up. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.